Event description:
Event description: boston scientific rec'd info from a pt verification form that the pt with this device passed away over two yrs ago. The form stated that the implanted device failed. The device was not included in any advisories and no other details regarding the pt's demise were reported. There were no other clinical observations reported to our co on this device from a health care professional or family member prior to receiving this info. Investigation of the pt's chart noted that the device was functioning normally three mos prior to the pt's death.

Manufacturer narrative:
Not returned. Event conclusion: as of today, over two yrs after the pt's death, no add'l info is available and the product has not been returned for analysis. It is likely that the pacemaker was buried with the pt. If the product is returned or if add'l info becomes available, this event will be updated.